Event description:
As reported by the user facility information by bbm sales organization in germany: customer statement: "infusiomat delivers incorrectly. Message from ward: infusion pump not delivering correctly, target volume not reached at entered delivery rate in the corresponding time, approx. Half of the volume / chemotherapy still in the infusion bottle, chemoth. 268 ml should run in 2 hrs with rate of 134 ml/h after the 2 hrs still half of chemoth. In infusion bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050 2.3 serial number/batch: (B)(4). 2.4 software version: f030006. 2.5 hours of operation: 8696 h. 2.6 further information: n/a . 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. As no date of the incident was given, the last infusion at 2022-05-17 was investigated. There are no anomalies. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (p107/2018) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear. Furthermore, many liquid residues could be detected, but no visual damages could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,546 bar (should be: 0,1-0,7 bar). Pressure stage 5: is: 0,834 bar (should be: 0,4-1,0 bar). Pressure stage 9: is: 1,181 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,088 bar (should be: 1,8-2,5 bar). Pmin: is: 1,703 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,990 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. 2.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,72%. The accuracy of set delivery rate should be ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Liquid residues could be detected inside the device, no liquid on the mainboard. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.